Event description:
Additional information was received from the patient's treating neurologist that the patient's last evaluation was on (B)(6) 2012 and they have no details regarding the sleep apnea. None of the questions that were asked were addressed.

Event description:
Additional information was received that the obstructive sleep apnea is not related to vns. The patient has had surgery to remove an obstruction but it did not help her apnea also her windpipe has been crushed contributing to the apnea. The patient also has a c-pap and bi-pap machine and that also has not helped.

Manufacturer narrative:
.

Event description:
Follow-up was received from the patient providing now that the sleep apnea was related to vns and cited a sleep study where the number of times she stopped breathing was reduced from 148 to 9 when stimulation was discontinued. The generator was replaced due to battery depletion. The site discards the devices after explant and will not return explants to the manufacturer. Follow-up from a company representative who spoke to the patient provided the patient stated the sleep apnea began after the last generator replacement on (B)(6) 2007. Additional relevant information has not been received to-date.

Manufacturer narrative:
Corrected data: the date of the report for follow-up report report#3 was inadvertently provided as (B)(6) 2012, but should have been (B)(6) 2016.

Event description:
Clinic notes were received indicating that at a visit dated (B)(6) 2016, the patient was still struggling with obstructive sleep apnea.

Event description:
It was reported by a hospital nurse that a patient was scheduled to have throat surgery due to sleep apnea. It is unknown at this time if the apnea is believed to be related to vns. Attempts to the patient's treating neurologist have been unsuccessful to date.